Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system produced an alert for out of range right ventricular (rv) lead shock lead impedance measurements. Technical services (ts) analyzed device data and found that the value was 125 ohms, which was high out of range. There was significant variability in the shock impedance trend data with the values going up and down with the average value being around 90 ohms. Ts suggested to continue to monitor. No adverse patient effects were reported. Currently, this ICD system remains in service.